Event description:
It was reported "pump doesn't always recognize when the new cartridge is put in". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.